Event description:
Image trouble. No picture. Light-guide-tube is ok.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for evaluation. The evaluation was able to confirm the user's report of image difficulty. The failure was triggered by a damaged electronic part in the range of the ccd chip. The device was serviced and returned to the user facility. There has been no information added that a patient has been put at risk. However, it cannot be fully excluded and this report is being submitted in abundance of caution.